Event description:
Discordant, high chloride (cl) results on multiple patients were obtained on the advia chemistry 1800. The same patient samples were retested on another advia chemistry 1800 and lower cl results were obtained. There were no known reports of adverse health consequences due to the discordant, high cl results.

Manufacturer narrative:
The cause of this event is unknown at this time. This incident is currently under investigation.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(4), 2012.(B)(4) 2012: additional informationa siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and data.the fse inspected the water system and found the circulating pump was not working due to the outlet not supplying power. The power outlet was changed and the circulating pump was able to circulate water in the water system. Qc was successfully run and the instrument is performing within specification. No further evaluation of the instrument is necessary.